Event description:
It was reported that after pre-dilation a stent was placed distally in the iliac (off-label). A second stent was advanced to be placed proximal, but with a slight overlap of the first stent. This stent became hung up on the struts of the first stent and when trying to reposition it, the stent dislodged. A 1.5 balloon was used to expand the stent and a larger balloon was used ot post-deploy it. Although the physician would have liked to better position the stent, it was deployed in the intended lesion. The physician does not blame the product, but rather the technique and anatomy. There were no pt effects reported.